Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). Clinical adverse event received for dvts bilaterally: vascular - dvt. Event is serious and is considered moderate. Event is definitely not related to device and possibly related to procedure. Doi: (B)(6) 2019; dor: (B)(6) 2019, (pelvic fracture: cup, liner, and head revised) ; doe: (B)(6) 2019, (right hip). Depuy hip components present at the time of the ae: catalog ID: 101185000, lot: 348034, description: protrusio cage 48mm x 45mm rt; catalog ID: 122132048, lot: j19u80, description: pinnacle altrx polyethylene acetabular liner neutral 32mm ID 48mm od; catalog ID: 136521000, lot: d18122792, description: articul/eze head cocr 32mm +1; catalog ID: 545032500, lot: 8719593, description: depuy cmw 2 gentamicin bone cement; catalog ID: 545032500, lot: 8939042, description: depuy cmw 2 gentamicin bone cement; catalog ID: 3322020, lot: 8885300, description: smart set bone cement 20g ; catalog ID: 101140020, lot: j30c19, description: self tapping screw 20mm; catalog ID: 101140020, lot: j30c19, description: self tapping screw 20mm; catalog ID: 101140015, lot: 371070, description: roof pile screw 15mm; catalog ID: 101140025, lot: hd7680, description: roof pile screw 25mm; catalog ID: 101140030, lot: j30c36, description: roof pile screw 30mm; catalog ID: 101140025, lot: j09t28, description: roof pile screw 25mm; catalog ID: 101140030, lot: j30c37, description: roof pile screw 30mm; catalog ID: 101140015, lot: h59257, description: roof pile screw 15mm; catalog ID: 137622000, lot: j1524p, description: cementralizer distal 13.0mm; catalog ID: 157013120, lot: d19021860, description: summit stem cemented high offset sz 6 12/14 taper; catalog ID: 3312040, lot: 8708235, description: smart set cmw 1 40g; catalog ID: 3312040, lot: 8708235, description: smart set cmw 1 40g.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.